Event description:
User facility reported to the manufacturer that the user was not receiving any alarm tones from the device.

Manufacturer narrative:
The manufacturer is waiting for the user facility to return the device for evaluation. Upon completion of the evaluation of the device in question, a supplemental report will be submitted.